Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. 3mensio imagery was provided and the following were observed: undersized vessel region was noted in patient's access vessels ('6.0mm vessel diameter required for use of 16f esheath+). Calcification was present in the patient's access vessels. Tortuosity was present in the patient's access vessels. Device imagery was provided and the following were observed: a piece of the disc valve was attached to the balloon of the associated 29mm commander delivery system and separated from the sheath hub. Inflation balloon has a notably altered profile. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed. Precautions noted in the esheath+ IFU include: 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath kinked, bent was unable to be confirmed as no device/relevant imagery were provided. However, the complaint for system components separate during use was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'post deployment of a 29mm sapien 3 valve in the aortic position, there was resistance pulling the valve through the hub. When the commander was removed, there was a blue ring around the balloon' it's noticed that there was also a kink in the mid-section of the esheath in the tortuous part of the external iliac.' Per imagery review, a piece of the disc valve was attached to the balloon of the associated commander delivery system, with an altered inflation balloon profile. Factors such as an altered balloon profile with a kink on the inflation balloon can lead the balloon to catch onto the disc valve during delivery system removal. It is possible that the operator had excessively manipulated the delivery system to overcome the resistance due to the balloon catching onto the disc valve and as a result tearing and dislodging the disc valve in the process. As such, available information suggests that procedural factors (excessive manipulation, altered balloon profile) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), post deployment of a 29mm sapien 3 valve in the aortic position, there was resistance pulling the delivery system through the hub. When the commander was removed, there was a blue ring around the balloon. It appeared to be a piece of one of the sheath's hemostasis valves. It was noticed that there was a kink in the mid-section of the esheath in the tortuous part of the external iliac. There was no patient injury.